Event description:
On (B)(6) 2010, the pt reported the red electrode is burning him. A replacement device was issued to the pt. Attempts at telephone communication on (B)(6) 2010, and (B)(6) 2010 were unsuccessful. A letter was mailed to the pt requesting he contact us to obtain further details on the reported event. As of (B)(6) 2010, the pt has not returned our calls.

Manufacturer narrative:
The device is being sent to the MFR, cardguard, for final analysis. Final analysis will be provided in a supplemental report upon receipt of the test results. Associated accessory device: act monitor, model# com001, (B)(6).